Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the ins battery was dead because it has been a while since it was charged. No patient complications have been reported because of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
¿***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***